Manufacturer narrative:
This device has not been received by this manufacturer; therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant reported that a male patient underwent esophageal banding using speedband multiple band ligator device. When the physician rotated the handle, the band did not deploy. The physician was unable to rotate the handle further so the withdrew the complete ligating system from the patient. A second device was prepared and utilized to successfully complete the procedure. The patient was reported to be in normal condition following the procedure and was not reported to have suffered any ill effects as a result of this event.